Event description:
This complaint was identified during our retrospective review of complaints from our facility in (B)(6). This is related to ((B)(4)). Complaint received as follows: "customer complaint no: (B)(4). Description of complaint: balloon burst, so it can easily be taken out without obstruction product was used for around 2 days. No harm caused." Updated info from reporter via e-mail. Balloon ruptured by itself and was easily removed. There was no medical intervention required.

Manufacturer narrative:
This case has been reviewed and is deemed to be a serious malfunction. Although no harm came to the pt in this occurrence, it is possible that a remnant of a ruptured foley balloon could remain inside the pt necessitating a surgical procedure to remove it. The amount of fluid in the balloon prior to the rupture is unk. (B)(4).